Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing beeping and wondered if it was coming from the implantable cardioverter defibrillator (ICD). Follow up with the patient's physician indicated that the patient had surgery using cautery which was picked up as electromagnetic interference and the patient received an inappropriate shock. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.